Event description:
In 2008, the pt reported he has experienced elevated blood glucose readings today. He said, he gave himself a 4 unit meal bolus of insulin before breakfast and ate 15 carbs and later had a reading of 299 mg/dl. He bolused 2 units of insulin through his infusion device and later had a reading of 245 mg/dl for which he bolused 4 units. He stated at lunch he ate a small salad and a cup of soup and at 3 p.m. Had a blood glucose reading of 289 mg/dl which he treated by bolusing 2.5 units of insulin. He stated he had no symptoms. During troubleshooting, the pt stated he has been using his treadmill over the past few days. He said, he changed his cartridge and infusion set yesterday. He stated, he thinks he has air in his infusion set tubing. The pt primed the air out of his tubing during the call. On follow up, the pt stated his "sugars have been great: since he primed the air out of his infusion set tubing. The pt did not require assistance from a healthcare professional or second party to address the issue. No prod was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.